Event description:
Indication for procedure: malfunction ICD lead. Procedure: the physician utilized a sls (unk size) to remove a malfunctioning ICD lead. This was a left-sided procedure with minimal details able to be provided at this time. Both an arterial line and fluoroscopy were utilized during the entire procedure. The resulting injury was a svc tear. The pt underwent emergent cardiac surgery to repair the injury, was transferred to intensive care and ultimately discharged from the hosp. Device analysis: the devices used in this case were disposed of during the code. There were no indications from the physician of any malfunction of spnc device(s).